Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient complained of increasing discomfort and instability over the last 18 months. Tibial component found to be in varus, femoral component slightly mal-aligned and over sized. Mild metallosis on incision. Both components well sized.